Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Evaluation of both devices was performed together as they were returned in one package. Visual assessment of sample (a) showed no suture or ts remain on the insertion needle. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Visual assessment of sample (b) showed t1 is free from the insertion needle. The actuator is in its pre t2 deployment position indicating a deployment of t1 took place. The device was functionally tested for proper actuator advancement, cycling and deployment and functioned as intended. Reported complaint of t2 non-deployment could not be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that the device wouldn't deploy the second implant. Confirmation from sales rep. That no implants were left behind unsupported.